Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 437 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer treated for high blood glucose with the manual injection. The customer also reported that insulin pump alarmed the unexpected restart. The customer states they were able to successfully clear the alarm and complete the rewind. The customer reports the insulin pump had blank display. Troubleshooting was performed for the blank display and the display was returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected restart alarm and no blank display anomaly noted during test. Insulin pump received with cracked battery tube threads.